Manufacturer narrative:
En-bloc stapler versus clips for hilar vascular control in laparoscopic nephrectomy, golbasi a et al., january¿march 2026 volume 30 issue 1 e2025.00126 doi: 10.4293/jsls.2025.00126 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared methods of hilar control using stapler en-bloc ligation versus clips for separate ligation of the artery and vein in patients who underwent laparoscopic nephrectomy between january 2020 and june 2025. In the stapler group, the renal hilum was controlled en-bloc using an endo gia, 30/45-mm staple line, 2.5-mm staple length. There were171 patients included in the study and complications included blood transfusion in nine patients, and one re-operation due to bowel injury, secondary to intraoperative bleeding at the renal hilum, due to incomplete stapler sealing, resulting in transection without adequate vascular closure.